Manufacturer narrative:
The subject device was evaluated at the manufacturing site. Omsc could not reviewed the manufacture history (DHR) of the subject device because the lot number of the subject device was unknown. Omsc checked the subject device and found that the reddish-brown substance was adhered to the subject device. As a result of elemental analysis and the organic qualitative analysis of the reddish-brown substance, iron was detected as the main component of the reddish-brown substance and nitrogen was detected as the main component of the black substance. It was also found that other components might include calcium, magnesium, silicon, sulfur, cellulose, and so on. From the investigation results, it was possible that the reddish-brown substance was iron rust and the black substance was protein. It was possible that the program process time had been extended due to the adhesion of iron rust, proteins, and other substances in tap water. In addition, it was possible that the environment was such that fungi such as mold could easily grow because the water supply pipeline had not been disinfected. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocess, extension of the water supply time occurred without error because clogging of the subject device occurred earlier than usual. The issue was resolved by replacing the subject device to new one. Then after, the field service engineer informed omsc that the user probably did not disinfect the water supply piping of the endoscope reprocessor after the replacing of the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information and to correct g2 report source.